Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had new batteries and they received failed battery test alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that the battery compartment and spring were not damaged or corroded. The customer stated that the battery cap was not damaged or corroded. The customer was unable to complete troubleshooting at the time of call. The customer was advised to be sent a replacement battery cap. The insulin pump will not be returned for analysis.